Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the f/u on (B)(6) 2011, the battery depletion curve was unexpected: based on the displayed curve, it could be concluded that the device had been implanted for 2 years only, while it was implanted for 7 years. Because of this observation, the residual longevity calculated by the programmer was questionable. Therefore the physician requested an explanation. Nevertheless, it should be noted the device was forced to standby mode and reset in 2009 (event reported under MDR# 9610579-2010-00397).